Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported breast pain and discomfort diagnosed with lobular carcinoma in situ as a condition the patient had prior to getting implants, but the patients health risks have continuously increased. Patient later reported rupture and replacement from textured to smooth due to the patients concern of the product. This record is for the right side. Device has been explanted.